Event description:
The customer reported that the 9900 system had a control panel error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply was adjusted and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.